Event description:
After undergoing cataract surgery with implantation of the crystalens, the patient developed narrow-angle glaucoma with an increase in intraocular pressure (iop) to 70 mmgh. Secondary surgical intervention was performed to remove approximately 1 ml of vitreous. The intervention resolved the glaucoma and the patient's iop has returned to 14 mmgh (normal level). Additional information has been requested from the physician. At this time, the association between the event and the iol is not known.